Event description:
It was reported that a leak was observed from an unspecified location during use of a home pd system kaguya set. The event was further described as "wet or moist inside of the door". This was observed during priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) samples were received for evaluation without pouches. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional underwater pressure test was performed on the samples with no issues noted. The reported condition was not verified. The devices were conforming products. Should additional relevant information become available, a supplemental report will be submitted.